Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor called on behalf of their "customer hospital", to report a continued xdcr failure alarm during usage on a patient. One of their engineers changed the flow sensor, but that did not correct the issue. The issue only corrected after replacing the main printed circuit board and turbine assembly.

Manufacturer narrative:
Carefusion technical support shipped the foreign distributor a replacement main printed circuit board/turbine assembly kit. A return goods authorization (rga) number was also issued to the distributor for the alleged faulty main printed circuit board and turbine assembly to be returned for evaluation. As of 04/03/2015, carefusion has not received the alleged faulty main printed circuit board and turbine assembly. Once received and evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as 03/05/2015. The information for this follow-up report was noted on 10/20/2015. Device was in use on a patient when the malfunction occurred. The device ¿required intervention to prevent permanent impairment / damage.¿ should be coded as serious injury given medical intervention was required to preclude serious injury or death.

Manufacturer narrative:
Corrected data: no patient injury.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine assembly with turbine interface board and immediately reproduced vent inop and motor fault error. Switched out the turbine interface board with a known good turbine interface and the problem was solved. Further investigated the complaint by testing the received turbine interface board with a known good turbine and the complaint was reproduced. Viewed the events log and found check sum error in turbine eeprom error recorded. Findings/root-cause: reported problem was duplicated and isolated to the turbine interface board. This issue is addressed in an internal correction.